Event description:
There was an allegation of questionable ise sodium results for qc and patient samples from the cobas 8000 cobas ise module (double). Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found that the mixing cup was not emptying well, and there was dripping from the dilution nozzles. He cleaned the ise electrode housing, replaced the sipper tubing, vacuum nozzle, dilution nozzle, solenoid valves, and the potassium electrode. He recalibrated and ran qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Based on a review of the calibration monitor, the investigation found a too low calculated concentration of the internal standard. This is consistent with improper handling of the calibration standards. Product labeling states: opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibrations.